Manufacturer narrative:
During use of a 6-7f mynx grip device for vascular closure, resistance was felt ¿early¿ when shuttling down the green shuttle. When guided upwards with the sheath after shuttling down the system, the white tube (did not come out) and was not visible here. The balloon was deflated, the mynxgrip device removed, and the user converted to manual compression to achieve hemostasis. The patient status is recovered. The duration of hemostasis was less than 30 minutes. Femstop was also used and there was additional hospitalization up to 7 hours. The device was used in an interventional peripheral procedure. The physician underwent mynx device training and has done 10 prior mynx cases. The patient did not have any relevant medical history (e.g. Bleeding disorder, hypertension, obesity, previous surgical procedures, pvd, allergies, etc.). It was reported that a 6f cordis brite tip sheath introducer was used in the procedure. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no unusual force applied when retracting the sheath. The advance tube was not visible at all. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle cartridge was engaged to the black handle. Sealant was observed protruding from the shuttle cartridge side slit. The advancer tube was found inside the shuttle cartridge tubing. A cordis avanti+ procedural sheath was abutting the shuttle handle and the procedural sheath¿s stopcock was received in the close position. The procedural sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the shuttle down step. No anomalies were observed. Shuttle down procedure was simulated per mynx instructions for use (IFU), and significant resistance was noted. The sealant and advancer tube were stuck inside the shuttle cartridge by dried blood. Subsequent to removal of the shuttle handle, blood was found on the proximal end of the advancer tube which confirmed that blood was being forced inside the shuttle cartridge. A device history record (DHR) review of lot f1814102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was confirmed through analysis of the returned device. However, the exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and the investigation performed, the issue might have been caused by user error as evidenced by the closed procedural sheath stopcock and the blood found on the proximal end of the advancer tube (confirming blood was being forced inside the shuttle cartridge). Failure to open the procedural sheath stopcock during shuttling down step can result in a premature swelling of the sealant since the blood trapped in the sheath has nowhere else to go if the user is providing temporary hemostasis with the balloon. When the sealant becomes exposed to moisture prematurely, this would cause the sealant to swell up, which increases its profile. During shuttle advancement, the moistened sealant can cause resistance, and prevent the shuttle from coming to a definitive stop and engaging with the proximal tamp lock. If the advancer tube is not engaged to the tamp lock, it will follow the shuttle/sheath during the sheath retraction step. However, it is unknown if the stopcock was manipulated after the procedure. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6-7f mynx grip device for vascular closure, resistance was felt ¿early¿ when shuttling down the green shuttle. After shuttling down the system when guided upwards with the sheath, the white tube (did not come out) and was not visible here. The balloon was deflated, the mynxgrip¿ device removed, and the user converted to manual compression to achieve hemostasis. There was no reported patient injury and the device will be returned for analysis. The duration of hemostasis was less than 30 minutes. Femstop was also used and there was additional hospitalization up to 7 hours. The device was used in an interventional peripheral procedure. The physician undergoes mynx device training and has done 10 prior mynx cases. The patient did not have any relevant medical history (e.g. Bleeding disorder, hypertension, obesity, previous surgical procedures, pvd, allergies, etc.). A 6f cordis brite tip sheath introducer was used in the procedure. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no unusual force applied when retracting the sheath. The advance tube was not visible at all.